Event description:
Reporter stated the customer received a result of 318 mg/dl on a mobile system and 120 mg/dl on an aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the test strips are not available to return and the lot number was not provided.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the aviva system. (B)(4). Device was not returned to manufacturer.